Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that prostalac temporary implants were placed on monday, (B)(6) 2018. At the time of implantation, the surgeon was concerned that the palacos high viscosity cement was too far "gone" and that the all poly cup may not have good fixation to the cement. There was loosening of the cup component at cement to implant interface, competitor cement was used. The original implants were removed and replaced with the same size implants, but this time, a medium viscosity cement was used. Doi: (B)(6) 2018, dor: (B)(6) 2018, right hip.

Manufacturer narrative:
Product complaint # :(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.